Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting ECG "a" to the front therapy electrode was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.